Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet after a new sensor was applied, and the user did not receive glucose readings until the ilet was restarted; after the restart, sensor data appeared and the glucose value was 165 mg/dl. Symptoms included no reported clinical symptoms. Outcomes included no impact beyond temporary loss of cgm data on the ilet. Investigation included guided troubleshooting, including confirming the g7 setting, restarting the ilet, and reinitiating sensor connection. Investigation of this case revealed a pairing failure between the cgm and the ilet that resolved with a device restart, consistent with a transient communication or software pairing issue. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent pairing failure between the cgm and the ilet that was corrected by rebooting the ilet.